Event description:
It was reported that the patient's pump was replaced in 2008 after 8.3 months, reason unknown. The patient experienced some withdrawal symptoms including irritability and increased spasticity for the past 10 days. The patient has had "good days and then bad days". The pump contained baclofen (lioresal) 2000 mcg/ml; daily dose unknown. In addition, the patient's mother reported a change in therapy effect was noted with an "extreme return of symptoms" for the past 2 weeks. The patient has been "in and out of the hospital 5 times". It was reported that the hcp has performed a dye test and x-rays and found no concerns. It was also reported that the "hcp thought perhaps the catheter had kinked" and that the hcp is planning to do a catheter revision in 2009. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results code - used for the catheter.